Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and a patient regarding patient's implantable neurostimulator (ins). It was reported that pt has been to dr many times and they can't find trigger point of pain. It's not helping his situation whatsoever. He's at a point where they are all seeming to give up on this as a means of alleviating his pain. Pt inquired about procedures on removal, as he stated that it doesn't do him any good having it in at this point. It doesn't help him at all. He doesn't know if there are any guarantees, warrantees, or anything of that nature, but it's going to have to be removed as he can't afford a re-adjustment. Pt stated that this last implant has cost him over (B)(6), and pt said to remove it and put it in a different area is out of the question for him, and he just wants to have it removed. Manufacturer representative who has been quite good tried to re-program it 3 times, but it cannot reach where the pain problem is, and rep suggested that he contact the physician and it may have to be relocated which is another full surgery. Pt mentioned he had 4 reps tried to program. Patient said at no time did it ever work. Pt stated that prior to surgery, they did a temporary, and he explained to his attending dr that the temporary helped his back 50%, but that was not his major problem. His major problem was from neuropathy from mid-shin through the feet, and he told them it doesn't help his feet, on both sides. Pt mentioned that this is the area he was concerned with. Rep reported that patient is requesting an explant. Patient is not getting relief after multiple programming sessions and not feeling the tingling in his calves and feet where he says he needs it the most. The cause was unknown. Reprogramming on the lead, hd/ld stimulation. Additional information received. Rep responded back from follow up. Rep reported the implant was put in for back pain, patient claims he is no longer having back trouble and his biggest concern now is his feet. Unknown when explant date is.

Event description:
Additional information was received. It was reported there was no scheduled date for the explant of the device. The patient stated their initial complaint was focused on peripheral neuropathy, perhaps secondary to a laminotomy, and moderate back discomfort. The patient had a second operation for an l4-s1 fusion, but the neuropathy was not relieved. A trial period with the spinal cord stimulation system (scs) was scheduled. After 10 days the patient reported their lower back discomfort was helped 50% but it had nothing for the patient's calf to toes, which the patient had asked if the device helped with. A permanent implant had been scheduled, however after attempting to program their scs 5 or 6 times, they were not able to cover their areas of pain.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.